Event description:
It was reported to medtronic minimed that the customer experienced a pump error 82 alarm(the hrm task did not grant motor power in reasonable time), the display of the insulin pump was blank and also reported low reservoir anomaly. The customer also asked about the insulin delivery accuracy during the air travel, x-ray and during the body scan. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the blank display, pump error alarm, the customer was able to clear the alarm and unable to complete the insulin pump rewind and the customer was advised to discontinue use of insulin pump and revert to the backup plan. Troubleshooting was not performed for the low reservoir anomaly. Troubleshooting was performed for the insulin delivery accuracy and the customer was provided with the protocol for air travel, x-ray and body scanner. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump powered up and passed the displacement test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low reservoir alarm was programed at 20u and alerted when the reservoir reached 20u. Reservoir alarm works as programed, no low reservoir anomalies noted. No pump error 82 alarm noted during testing. Successfully downloaded history files and traces using thump. Pump error 82 alarm was found in the traces on 04/01/2025 02:50:38.000 indicating that the power was granted to the motor microcontroller by the main microcontroller after the pump error 82 occurrence. In addition, the data shows the motor requested that the power turned on from the main microcontroller and the main microcontroller did not respond after the 500ms threshold, therefore generating pump error 82 which is expected. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly which indicates the hardware worked as expected. Pump was cut open to perform visual inspection and found corrosion damage on the motor home switch. The sc1-cap locked properly in place. The following were noted during visual inspection: scratched case. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Low reservoir anomalies not confirmed. Pump error 82 alarm was confirmed in the pump history due to a software race condition where multiple actions were trying to be completed at one time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.